Manufacturer narrative:
(B)(4). One (1) actual sample received for investigation; it was returned together with the swivel blue angular connector, swivel transparent angular connector and y-connector. The original packaging was not returned; therefore, verification of the lot number could not be verified. No visual abnormalities were noted on the returned sample during initial inspection. Upon functional in-spection performed, the tear location was further investigate using keyence digital microscope. There was a hole on the tracheal cuff. Based on the complaint's event description the hole was identified during pretest. According to, bronchial manufacturing procedure (left and right side bronchial) the product undergone leak test 100% inspection. The complaint is confirmed as per complaint event description; however, the root cause of the leak cannot be de-termined. Functional testing was performed by inflating the bronchial cuff with blue pilot balloon and tracheal cuff with colorless pilot balloon as per IFU. Both cuffs were initially able to be inflat-ed, however, the bronchial cuff maintained its inflated shape, while the tracheal cuff gradually deflated after inflation. A leak test was performed on the tracheal cuff by immersing the tube in water and reinflating the cuff. Air bubbles were observed coming out from the water indicating the presence of leak and leakage area has been identified. Lot rejection rate (lrr) has been reviewed for batch and no issue related to complaint was noticed. The device was manufactured according to release specification. Based on visual inspection it was confirmed the defect observed a hole on the cuff of the tracheal tube. Functional testing, performed by immersing the tube in water and inflating the cuff, air bub-bles were observed coming out from the hole, confirming the leak. The hole was identified during pretest, and the product undergoes 100% leak testing during production. The root cause of the defect could not be determined. A device history record (DHR) was reviewed; no issue related to complaint was noted.

Event description:
It was reported that "the complaint described by the client was that before using the product on the patient they found that the cuff of the tube had a hole, which caused the interruption of the patient's intubation and required the use of another tube". This issue was reported as found prior to use. No patient involement reported.

Event description:
It was reported that " the complaint described by the client was that before using the product on the patient they found that the cuff of the tube had a hole, which caused the interruption of the patient's intubation and required the use of another tube". This issue was reported as found prior to use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).